Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving bupivacaine (2.0 mg/ml at .9422 mg/day) and dilaudid (25 mg/ml at 11.777 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that ever since the patient¿s current pump was implanted, it hit her pelvis when she sat down, and it was uncomfortable. The patient requested information regarding when her pump would be due for replacement. The patient was to follow-up with her hcp (healthcare professional). Additional information was received on (B)(6) 2017 from the patient who reported that the pump was causing her pain and was being replaced because it was causing her pain. The pump placement was causing the pain. The pump hit her pelvic bone and when she was sitting down she could feel the pump on her pelvic bone and she had to manually move it. It actually rubbed, and she could feel if it was behind her bone. The patient was wondering if there was a smaller pump that could be implanted. No further compli cations have been reported as a result of this event.